Event description:
On (B)(6) 2013, the surgeon performed an si joint ifuse procedure on the patient placing three ifuse implants (7x50mm, 7x45mm and 7x45mm). The patient complained of new onset radiating leg pain after surgery. No motor or sensory deficits were documented. A CT scan was performed that showed that the third implant was positioned slightly into the first neuroforamen. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the previously placed third implant and placed a new implant (7 x 45mm) anterior to the originally placed third implant. The surgeon filled the hole created by removal of the initially placed third implant with bone graft. Even though it was only five weeks post implantation there was quite a bit of bone on the implant. Per si-bone vp of medical affairs: ¿medical review shows this to be a case of early revision for treatment of a symptomatic malpositioned implant. The third implant was malpositioned in a medial direction. The implant violated the neuroforamen resulting in radicular lower extremity pain complaints."

Manufacturer narrative:
Product was sent to (B)(4) (third party laboratory) for histological analysis. No structural analysis is performed. Based on the information provided, review of surgeon training didactic, certificates of analysis IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause for the pain is a malpositioned implant breaching the foramen. Lot numbers, manufacturing dates and expiration dates: p/n 7045-90, lot# i0384, manufactured 05/29/2013, expires 2018-03; p/n 7050-90, lot# i0504, manufactured 06/11/2013, expires 2018-03.